Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 failed to stay close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 had indicated open when it was closed. A field service engineer (fse) replaced the latch sensor, position sensor, and l/card, but the problem still existed. The fse then ordered a new drawer for the hospital to replace the faulty one. After the replacement was completed, the issue was resolved. The system functioned as intended after the field service engineer repaired the device.